Event description:
Caller states the patient tested 1.1 inr on the coaguchek xs system and 1.6 inr on a comparison professional system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.